Event description:
Pt filled the d-size oxygen cylinders from a cascade system. On completion, pt did not remember to disconnect the bottles and the fittings. When they came back to do so, there was a flash and they suffered a first degree burn. Pt was treated at the hospital and discharged.